Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient allegeddifficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's soundabatement foam. The patient has alleged to have difficulty breathing/short of breath. Patient also alleged that without the machine it is causing him heart issues and high blood pressure. Medical intervention was not specified.